Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) serial: n/a, batch: 4365527."

Event description:
Related manufacturer reference number: 1627487-2023-01402. It was reported the patient experienced ineffective therapy and did not recharge the ipg as recommended. In turn, the ipg became inoperable, and patient lost therapy. Surgical intervention took place wherein the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.